Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used in a hydrothermal ablation (hta) procedure performed on (B)(6) 2018. Reportedly, the patient is under lite mac local - para-cervical block anesthesia.   According to the complainant, during procedure and inside the patient, the patient's buttocks was moving around that caused the sheath to come out causing a vaginal burn during ablation phase. Reportedly, the patient had internal burn. The physician applied bacetracin on the affected area. After a minute into ablation, the physician decided to abort the procedure due to this event. The patient was discharged from the hospital the day after the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used in a hydrothermal ablation (hta) procedure performed on (B)(6) 2018. Reportedly, the patient is under lite mac local - para-cervical block anesthesia. According to the complainant, during procedure and inside the patient, the patient's buttocks was moving around that caused the sheath to come out causing a vaginal burn during ablation phase. Reportedly, the patient had internal burn. The physician applied bacitracin on the affected area. After a minute into ablation, the physician decided to abort the procedure due to this event. The patient was discharged from the hospital the day after the procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The cassette was not returned for analysis, only the sheath and tubing was returned. Visual assessment of the returned sheath and tubing found no evidence of visual defects, the returned product looks in good condition without evidence of damages. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu indicates: "the physician must maintain control of the procedure sheath (i.e., not hand it off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue." In this case, during ablation, the patients butt was moving around that caused the sheath to come out, causing a vaginal burn". Therefore, the assigned cause for this complaint event is user/ use error. A complaint with a cause of user/use error is confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.